Event description:
It was reported that the patient experienced a backup battery fault alarm on (B)(6) 2022 and the backup battery was replaced. The patient was then presented to the emergency department on (B)(6) 2022 after falling twice. In the emergency department, more backup battery faults were noted despite the backup battery having been exchanged 8 days prior. The controller was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. A review of the event log file contained data spanning approximately 4 days (15aug22 ¿ 18aug22 per timestamp). The backup battery fault alarm was active at the beginning of the log file due to the backup battery load test not passing. The alarm was active until 17aug22 at 16:07:17. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The initial load test was not observed in the log file but a secondary load test revealed the loaded voltage measured at ~11.74v and the unloaded voltage measured at ~0.44v. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. A review of the periodic log file contained data spanning approximately 256 days (6dec21 ¿ 18aug22 per timestamp). From 4aug22 - 5aug22 and 14aug22 ¿ 17aug22, the backup battery fault alarm was active due to the backup battery load test not passing. The alarm was resolved on 18aug22. The backup battery load tests were not captured due to the periodic log file recording data at designated intervals. No other notable alarms were active in the log file. The heartmate 3 system controller (s/n: (B)(4) and backup battery (s/n: (B)(4) were returned for analysis in unremarkable condition. The system controller and battery were functionally tested and found to operate as intended; atypical alarms were unable to be reproduced. Provided information stated the alarms resolved following the controller exchange. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power, power cable disconnect, and backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2 - "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 - ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.